Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was replaced on (B)(6) 2016 due to high capture threshold. Patient's condition was good before and after the procedure.